Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose over 700 mg/dl. The customer experienced symptoms such as thirsty. The customer was treated with syringe and still treatment was going on in intensive care unit at the time of report. The customer reported that the blood glucose level continued going up above over 600 mg/dl and then the customer was taken to emergency room by customer¿s daughter. The customer was in intensive care unit at the time of reporting. The customer¿s blood glucose level at the time of incident was over 400 mg/dl. The customer reported that the blood glucose level was going up even after treating with pump and syringes. The cause of hospitalization was hyperglycemia and acute chronic kidney injury according to health care professional. The drive support cap appears to be normal. The customer reported that there were large air bubbles in the reservoir however the bubbles were successfully removed during troubleshooting. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.